Event description:
Propaten vascular graft standard wall 4-7mm, 45cm, ref h470045a, sn [redacted number], expiry: [redacted date]. Defective product: stretchy and ripped off during insertion. -product was given to materials manager - placed in the steel cabinet (dirty elevator side).